Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.